Event description:
It was reported that during an implant attempt, it was difficult to position the lead since it was not hooked securely on the right auricle and the pacing threshold was unstable. The lead was not implanted and a helix-type lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4)